Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently broke the tip of the syringe off in the connection to the saline bag. Rinseback was not performed, resulting in an estimated blood loss of 190cc. The patient's epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge has been discarded. There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not perform rinseback. The operator inadvertently broke the tip of the syringe off in the connection to the saline bag. The saline bag has an add'l line which could have been accessed to complete treatment and rinseback the patient's blood. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Technical support provided add'l training regarding use of the add'l line on the saline bag for rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.